Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the left ventricular lead was not capturing. Fluoroscopy confirmed the left ventricular lead had dislodged. The left ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of dislodgement and failure to capture were not confirmed. A complete lead was returned in one piece for analysis. Electrical, visual, x-ray, and s-curve analyses were normal with no anomalies found.